Event description:
It was reported that patient underwent a hemi-arthroplasty shoulder procedure on an unknown date. Custom shoulder implants have been requested for this patient and an upcoming revision procedure has been indicated. The reason for the upcoming revision procedure is unknown.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent a shoulder hemi-arthroplasty on an unknown date. Subsequently, patient was revised to a reverse total shoulder system on (B)(6) 2014 due to unknown reasons. A further revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.